Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the patient's orders were present in the es server and cast patient but were not initially visible to the nurse. A technical support specialist resolved the issue by confirming the orders on the server, verifying data sync and station connectivity, and having the customer confirm with the nurse that the orders were now visible, which allowed the case to be closed. The system functioned as intended after the technical support specialist completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient's orders were not appearing on the pyxis machine. The customer entered the order entry software and checked the pyxis portal to confirm that all of his orders were present on his profile and rebooted the device. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.